Manufacturer narrative:
(B)(4).

Event description:
It was reported that after an unrelated pulse generator change out procedure, it was noted that the right ventricular lead had exhibited one episode of oversensing and undersensing. After the device change out procedure, the right ventricular lead was tested and noted to be working well. The lead remained implanted and the patient would be monitored. The patient was in stable condition.